Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 23:55:32. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause of the reported condition could not be determined. All returned homechoice devices receive a returned instrument testing evaluation (rite).  This evaluation includes functional and electrical testing on the device. The device was visually inspected as well. Should additional relevant information become available a supplemental report will be submitted.